Manufacturer narrative:
In the absence of a lot / batch number, no focused investigation of manufacturing batch records can be reasonably completed. In the absence of a sample, the problem, product adherence to specifications, and root cause could not be verified because neither functional nor chemical tests could be performed. A general review of complaints from march 2017 to march 2019 was completed for this complaint and no trend was noted with the data. The consumer reported 3m¿ steri-strip¿ compound benzoin tincture and 3m¿ r1547 reinforced steri-strip¿ skin closures were applied following his surgery. 2110898-2019-00049 was submitted for 3m¿ r1547 reinforced steri-strip¿ skin closures 2110898-2019-00050 was submitted for 3m¿ steri-strip¿ compound benzoin tincture. End of report.

Event description:
A consumer reported 3m¿ steri-strip¿ compound benzoin tincture and 3m¿ r1547 reinforced steri-strip¿ skin closures were applied to seven puncture sites on his leg following varicose vein surgery. One week following the surgery he had a follow-up appointment and redness was noted at all seven sites. He was reportedly given a rx for triamcinolone acetonide cream for treatment. He used the cream for three days and reportedly broke out in a body rash. He was seen by his surgeon and the triamcinolone acetonide cream was discontinued. His surgeon prescribed oral methylprednisolone. The consumer reportedly took the methylprednisolone for three days and went to the ER due to frequent urination. The methylprednisolone was discontinued. The consumer consulted an allergist the following day due to the unresolved body rash and was diagnosed with contact dermatitis. He was reportedly treated with an unspecified rx cream.